Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15811. It was reported the pt's ipg slightly moved in the pocket causing discomfort and making it difficult for the pt to communicate with and charge the ipg. Additionally, the pt indicated she has experienced warmth at the ipg site while charging. The pt stated she stopped charging when the warmth became too intense. A replacement le charging system was sent to the pt. Follow-up information indicated the pt may undergo surgical intervention to resolve the issue, but no decision has been made at this time. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.